Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 02/23/2020. Additional information was requested and the following was obtained: were there any patient consequences? There was no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested but not received: were there any patient consequences?

Event description:
Could not cut the suture. It was reported that the patient's indication was the gastric neoplasm malignant,during the unknown surgery, tried several times, still could not cut the suture. Used suture to complete the surgery. There were no patient consequences reported.